Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a prostyle device relative to a procedure. Reportedly, the suture was not present upon pullback [plunger removal]. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: the device was used after an electrophysiology procedure, using an 8f sheath. - femoral angiogram was taken prior to the procedure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported ¿suture was not present upon pullback plunger removal¿ was observed as a suture separation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that the plunger was pulled quickly or in a jerking motion such that the suture was pulled from the swage end of the posterior needle tip during plunger retraction step #3. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem updated. D4 correction ¿ lot number updated from 4052641 to 4041541.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a prostyle device relative to a procedure. Reportedly, the suture was not present upon pullback [plunger removal]. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.